Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 6fr angio-seal vip device was received for product evaluation. The guidewire, kinked locator and carrier tube assembly were returned along with the header bag. Visual inspection revealed that there was a deformation identified at the blood inlet hole of the arteriotomy locator and the locator was severely kinked. No other visual anomalies were observed. Dimensional testing was performed and the outer diameter of the arteriotomy locator was measured to be 0.0906". All measurements were within the manufacturer specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the application of an off-axis force to the arteriotomy locator; or the extreme angle of kink suggests that the deformation likely occurred while removing the locator from the tray. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the after opening the angio-seal device package, the locator was found kinked. The operation was finished with a second angio-seal device. Additional information was received on 09jan2020. The procedure performed for the patient prior to use of closure device was a percutaneous coronary intervention (pci). A 6fr sheath size was used. A pre- deployment angiogram was performed. The patient was in stable condition. Additional information was received on 14jan2020. It was kinked directly upon opening package without attempted use. The doctor opened the package and saw the kinked device, he did not attempt to use it.